Manufacturer narrative:
A steris service technician inspected the unit and found that the hose had separated at a straight factory crimped fitting to the a/b pre-filter. The technician replaced all hoses and returned the unit to service. The technician sent all hoses back to steris quality for evaluation. The hose subject of the reported event was evaluated and swelling of the hose at the crimp collar was observed. In addition, the hose had a bend at this point and evidenced stress on the hose fitting. The bend in the hose and separation of the hose crimp was caused by the service technician improperly installing the hose. Steris considers the reported event to be isolated.

Event description:
The user facility reported a water hose on their system 1e separated allowing water to flow from the unit. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
Investigation of this event is currently in process. A follow up report will be submitted when additional information becomes available.